Event description:
The customer reported a 'corrupt images were deleted' error message resulting in the loss of some images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard disk drive was replaced. The system was then found to be operating as intended.